Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver perpetually rebooting. Functional tests were not performed due to the receiver perpetually rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver perpetually rebooting. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.